Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) medical records ad (B)(6) 2021 were reviewed 06/07/2021. On (B)(6) 2014, the patient had a left total knee replacement to address osteoarthritis. Depuy components, including depuy patella, and depuy cement x2, were used during this procedure. There were no complications noted. On (B)(6) 2019, the patient had a revision to address failed fixation of left total knee. The indications for surgery included gradual subsidence of the tibial component into varus and ongoing pain. During the procedure the surgeon noted there was loosening of the tibial implant with medial subsidence. There was no interface provided for the loosening. Even though the femoral component was noted to be well-fixed, it was revised. The insert was revised with no allegation of deficiency. The patella was left in-situ. Depuy components were implanted during this procedures. Doi: (B)(6) 2014. Dor: (B)(6) 2019 (left knee).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Through follow up, it is now understood, there is no allegation associated against a product malfunction. Review of the x-ray evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
(B)(6) 2010: clinic notes regarding an evaluation for left foot and ankle pain. Notes state patient has undergone a triple arthrodesis of the left foot on (B)(6) 2010 and continues to have pain due to a prominent screw. There is no mention of manufacturer of the ankle implants or screw at this time and therefore will not be captured on a complaint. (B)(6) 2015: patient has now undergone removal of the screw (unknown manufacturer) and is being assessed for possible knee replacement due to bilateral knee pain. (B)(6) 2013: clinic notes indicate the need to move forward with a right total knee arthroplasty secondary to osteoarthritis (B)(6) 2013: (page 55): primary right tka operative notes provided with no complications noted. Sticker sheet provided on page 61. Smartset cement x 2 was used and the patella was resurfaced. (B)(6) 2013 and (B)(6) 2013: post-operative visits from right tka showing overall progress (B)(6) 2014 and (B)(6) 2014: left knee is evaluated and determined to require a left tka (B)(6) 2014: primary left tka operative notes without complications and sticker sheet provided on page 65. Smart set cement x 2 was used and patella was resurfaced. (B)(6) 2014: left tka post-op note showing no concerns (B)(6) 2014: patient has ongoing pain in the left knee, left lower extremity swelling, peripheral vascular disease with concern for dvt. The left knee was aspirated to check for infection. (B)(6) 2014: dvt doppler is negative for dvt and aspiration was negative for infection. (B)(6) 2015: patient continues to have left knee pain and rom limitations. Surgeon states the patient has bilateral lower extremity edema. (B)(6) 2019: patient continues with left knee pain. Xray review states the left tibial baseplate is tipping into a varus deformity when compared to 2015 xrays. The surgeon states this is potential loosening of the left total knee arthroplasty. (B)(6) 2019: revision of the left total knee operative notes. Intraoperative findings include loosening of the tibial tray at the implant to cement interface. The tray also showed medial subsidence. No other allegations or complications noted during the surgery. The patella was not revised. Medical records ad (B)(6) 2022 (1) contains an xray review of an ankle fracture from 2004, unrelated to depuy synthes products. They also contain xrays of knee replacements ¿ xray review activity is currently on the complaint for investigation review. Medical records ad (B)(6) 2022 (2) these records contain a series of clinic visits with a pain management physician. The notes detail patient¿s ongoing back and knee pain and antalgic gait prior to and after the left knee revision that occurred on (B)(6) 2019. (B)(6) 2018: a genicular nerve block was attempted but there was ¿bone in the way¿ and the nerve could not be accessed. Pain continued to be managed by oral pain medication.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Through follow up it is now understood there is no allegation associated against a product malfunction. Review of the x-ray evidence found nothing indicative of a device nonconformance. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were reviewed and indicated that on (B)(6) 2012 patient has bilateral knee pain, there was a car accident in 2006, gets synvisc injections in both knees for pain. The patient has bilateral pain. He has locked, particularly in the right knee when walking downstairs. (B)(6) 2013 the patient underwent right knee arthroplasty to address osteoarthritis. Depuy components, including depuy patella and depuy cement x2, were implanted during this procedure. (Surgery page 549 of 746)(sticker page555 of 746) (*error on discharge document stating it was a revision surgery secondary to failure of the previous total knee ¿ when the operative notes clearly describe the surgery in detail as a primary right total knee arthroplasty720 of 746). On (B)(6) 2014, the patient had left total knee arthroplasty to address osteoarthritis of the left knee. Depuy components, including depuy patella, and depuy cement x2 were implanted during this procedure. (Surgery 558 of 746) (sticker page 562 of 746). . On (B)(6) 2017 medical records, the patient is stressed out due to kids. He has a lot of knee pain most on the left side, he has a total knee replacement. Physical exam noted: the patient had a limited range of motion, and had pain on palpation of the patella on the left knee. There was chronic diffuse lower extremity vascular insufficiency and thickening of the skin that was unchanged. It was noted the patient has chronic pain bilaterally, worse on left, also lower back, and has been referred to pain management. (291). (B)(6) 2017 medical records note chronic pain due to bilateral ankle, knee, and lower back pain. On (B)(6) 2019 medical records note the patient had a knee aspiration after having elevated serologic labs. The patient reports having pain left knee. The left knee was aspirated. -should be noted there was a discrepancy in the medical records where it was noted the right knee was cleaned and aspirated in the left knee aspiration procedure. (629 of 746). (B)(6) 2019 medical records note the patient has left knee pain and periprosthetic loosening. Radiographs are reported to show the loosening. On (B)(6) 2019, the patient had a left knee revision to address mechanical complications. The indications for surgery included: gradual subsidence of the tibial component into varus and pain. During the procedure, the surgeon observed that there was a loosening of the tibial tray with medial subsidence. There was no interface for the loosening provided. The femoral component and insert were revised without an allegation of deficiency. Depuy components were noted to have been implanted during this procedure. (Surgery page724 of 746) (part/lot pages 672-676 of 2464) captured on (B)(4) on (B)(6) 2019 patient reported that his rom is good, but his strength is lacking, pertaining to the left knee. (No new pc as this is not an unexpected event 5 months after surgery with a noncompliant patient. On (B)(6) 2020 medical records note the patient had a visual foot exam performed and has stasis dermatitis of the lower limb due to chronic peripheral venous hypotension, and cellulitis left lower limb. No pc is required as these reactions are related to uncontrolled diabetes and peripheral vascular disease. (B)(6) 2021 patient has bilateral lower extremity wounds. He has severe arthritis and has had knee replacements in the past and has chronic leg swelling/hyperpigmentation and thickening of the skin to suggest lymphedema and has no superficial wounds. Poorly controlled diabetes and is non-compliant (B)(4) no pc is required. (B)(6) 2021 cont: patient has bilateral leg swelling (no pc required). (B)(6) 2022 patient had part of his roof collapse and fall on him. Neck pain. No new pc. (B)(6) 2022 patient reports having lower leg swelling and pad peripheral artery disease. The patient has keratosis in bilateral lower legs with hyperpigmentation and lymphedema. The patient has bilateral peripheral lower extremity superficial ulcerations. The patient is noted to poorly control their diabetes and is non-compliant on meds and follow-up care. (No new pc is required, as conditions are directly related to pad and uncontrolled diabetes).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, b7. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received. On (B)(6) 2019 the patient had a left revision of total knee to address mechanical complication of internal orthopedic device. Prior to surgery the patient¿s chief complaint was pain and periprosthetic loosening. The patient had a prior aspiration that was negative for growth. On (B)(6) 2023 medical records note the patient had bilateral knee pain as well as lower back pain. There was no allegations of invasive treatment.